Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. During the revision procedure, the rv lead appeared to have dropped from its original position. Fluoroscopy was performed, and dislodgement of the rv lead was confirmed. Additionally, the helix failed to extend when repositioning was attempted. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was over torqued at the connector region and all filars were broken/ separated consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing was performed and found an open circuit due to all inner coil filars were broken/separated at the connector region caused by overtorquing consistent with procedural damage.